Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was subsequently hospitalized for a transient ischemic attack (tia). It was unconfirmed whether the cause of the tia was diabetes. The patient received treatment for the tia and was discharged on s (B)(6) 2024, with the issue resolved and no permanent damage. There were no identified issues with the pump, cartridge, infusion set tubing or cannula. The customer continued to use their pump for insulin therapy.